Event description:
It was reported that the smoke evacuator was stalling during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
It was noted by the technician during the field service testing that the smoke evac system did not have all the fan speeds. The technician replaced the motor board and returned the unit to service.